Event description:
Information received from the onyx davf (dural arteriovenous malformation), subject (B)(4). The patient underwent onyx embolization treatment on an unspecified date. On (B)(6) 2014, the patient experienced a severe adverse event of cranial nerve palsy. The site was notified of this on (B)(6) 2014. The relationship to the onyx was excluded. The adverse event was not related to another device. It was procedure related and the patient¿s condition was reported to be ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the patient.(B)(4).